Event description:
Patient reported elevated blood glucose (386 mg/dl). Patient indicated that she had been admitted to the hosp and rec'd an insulin drip and IV drip. Pt indicated that while in the hosp, she noticed that the luer lock connected to the adapter was "pulled apart."